Event description:
The following information was reported: when sheath was pulled out during perfect deployment the peg came with it and we saw not even half of the white advancer tube. Hemostasis was achieved with less than 30 minutes of manual compression. The patient was not hospitalized. The procedure was an interventional peripheral.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the proximal end of the shuttle. The sealant was not returned with the device. The advancer tube was extended from the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1331003) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable root cause for the reported failure to deploy could not be conclusively determined.